Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor gel breast prosthesis and experienced rupture on the right side and a large bulge in the upper quadrant of the abdomen with a pocket of fluid. Rupture was confirmed by CT scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.